Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premenstrual dysphoric disorder, migraine, pineal gland cyst and fibromyalgia. Previously administered products included for contraception: yaz and ortho tri-cyclen. Concurrent conditions included human papilloma virus infection, aneurysm cerebral, chronic pain and post coital bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), migraine ("migraines"), pineal gland cyst ("pineal cyst (headaches with non ruptured cerebral aneurysm)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder problems or changes: bladder infection"), urinary tract infection ("urinary problems or changes: urinary infection/recurrent uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), headache ("headaches"), fibromyalgia ("fibromyalgia"), premenstrual dysphoric disorder ("pmdd"), ovarian cyst ("right ovarian simple cyst"), flank pain ("right flank pain") and abdominal pain lower ("sharp/crampy right lower quadrant"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, migraine, pineal gland cyst, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, dyspareunia, fatigue, headache, fibromyalgia, premenstrual dysphoric disorder, ovarian cyst, flank pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, cystitis, dyspareunia, fatigue, fibromyalgia, flank pain, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic pain, pineal gland cyst, premenstrual dysphoric disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: flank pain, uti (urinary tract infection), pelvic pain, pineal cyst, headaches, dysmenorrhea, migraine." Most recent follow-up information incorporated above includes: on 13-jun-2018: reporter information was added. This case concerns adult patient. Her historical/concurrent conditions were added. Lab data was added. Essure indication was added. Following events: pineal cyst (headaches with non ruptured cerebral aneurysm), abnormal bleeding (menorrhagia/vaginal), urinary problems or changes: urinary infection/recurrent uti (urinary tract infection) (previously reported as infection), dyspareunia (painful sexual intercourse), fatigue, bladder problems or changes: bladder infection (previously reported as infection), headaches, fibromyalgia, pmdd (premenstrual dysphoric disorder), right ovarian simple cyst, right flank pain and sharp/crampy right lower quadrant were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual dysphoric disorder, migraine, pineal gland cyst and fibromyalgia. Previously administered products included for contraception: yaz and ortho tri-cyclen. Concurrent conditions included human papilloma virus infection, aneurysm cerebral, chronic pain and post coital bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), migraine ("migraines"), pineal gland cyst ("pineal cyst (headaches with non ruptured cerebral aneurysm)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder problems or changes: bladder infection"), urinary tract infection ("urinary problems or changes: urinary infection/recurrent uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), headache ("headaches"), fibromyalgia ("fibromyalgia"), premenstrual dysphoric disorder ("pmdd"), ovarian cyst ("right ovarian simple cyst"), flank pain ("right flank pain"), abdominal pain lower ("sharp/crampy right lower quadrant"), abdominal pain ("abdominal pain"), urinary tract disorder ("urirany tract disorder") and bladder disorder ("bladder problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, menorrhagia, vaginal haemorrhage, fatigue, flank pain, abdominal pain lower, abdominal pain, urinary tract disorder and bladder disorder had resolved and the hypersensitivity, pineal gland cyst, cystitis, urinary tract infection, dyspareunia, headache, fibromyalgia, premenstrual dysphoric disorder, ovarian cyst and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, dyspareunia, fatigue, fibromyalgia, flank pain, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic pain, pineal gland cyst, premenstrual dysphoric disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: flank pain, uti (urinary tract infection), pelvic pain, pineal cyst, headaches, dysmenorrhea, migraine." Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : events added- abdominal pain, bladder problems, urinary tract disorder, hormonal imbalance. Events outcome updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), migraine ("migraines") and infection ("infections"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, migraine and infection outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, infection, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.